Event description:
It was reported that a spectrum iq pump infused secondary medication too quickly (over infusion). Magnesium sulfate, ordered over 2 hours, appeared to infuse sooner than expected. Intravenous (IV) furosemide, ordered over 20 minutes, infused within 10¿15 minutes. Subsequently, IV sodium phosphate (15 mmol over 4 hours) was nearly empty within 20¿25 minutes of initiation, despite the pump indicating 25 ml/hr and 13 mmol remaining. The patient¿s IV site was intact with no discomfort reported. The primary bag, positioned below the secondary bag, remained notably full. The setup was confirmed to be correct, but it was unclear whether medications infused too quickly or diverted into the primary bag during patient infusion at medical teaching - internal medicine/lung transplant - unit 38 (cgy plc) department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.